Event description:
On december 14, 2009, a doctor reported that restorations de-bonded after being seated using nx3 dual cure cement clear.

Manufacturer narrative:
The doctor reported that restorations that had been seated with nx3 dual cure cement clear de-bonded in a patient. It was confirmed by the doctor's office that no silanating primer was used as required by the nx3 dual cure cement clear directions for use. An evaluation was conducted for adhesive strength using the returned sample, and the results obtained were within product specification. This indicates that the de-bonds were a result of user error.